Event description:
A customer contacted baxter's global technical service center to report an alarm on the homechoice (hc) machine during self-testing. While troubleshooting, the home patient (hp) stated the set was leaking. The hp would start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the hp on (B)(6) 2010. The hp stated she threw out the actual cassette. No companion samples were available and the lot number was unknown. The hp stated the leak was from the actual cassette and she did not see any tears, so she thought it must have just been a pin-hole. The hp was not connected at the time the leak was found. The hp has been doing fine and continuing therapy on the cycler as usual.

Manufacturer narrative:
(B)(4). The actual device was discarded and no companion samples were available.

Manufacturer narrative:
(B)(4). This complaint is for a report of a reload set alarm and a leaking cassette. The complaint cannot be confirmed in the lab due to a lack of sample. The lot number was not provided; therefore a batch review cannot be conducted. Based on the information obtained during baxter's investigation, the alarm was determined to be due to the leaking cassette. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).